Event description:
A pre-drilled cancellous dome screw was placed. However, the drill bit broke. In order to get the remaining portion of the drill bit out, the acetabular component needed to be removed. The drill bit was easily removed with a needle holder.